Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was seen locally due to a fainting episode. The device was interrogated during this hospital admission and confirmed a magnet rate of 90 with less than one year remaining. Both threshold and impedances measurements were within normal limits and no anomalies were observed via daily measurements. Additionally, no recorded episode within the device logbook and isometrics were unable to reproduce any issues. However, the patient remained hospitalized due to a previous ventricular tachycardia episode and the possibility of system oversensing. The device was reprogrammed to higher outputs while replacement was arranged. One week later during the revision procedure, the associated right atrial lead exhibited a dislodged tip and an absence of pacing; no right ventricular issues were observed. During this revision the device was explanted and replaced with a non boston scientific product and the ra lead surgically abandoned. No return of product is expected.